Event description:
New IV pump software goes to "kvo mode" when fluid volume infused. Patient on vent at the time, if medications stopped the patient will have pain and ventilator asynchrony. See product information for medications infused at the time of error. These are near misses and it is my concern that the function is default programming instead of not default and there should be a notification by the manufacturer that it should not be default for critical infusions/drips. FDA safety report ID# (B)(4).